Event description:
A report was received via social media that the patient had an infection following an implant procedure. The patient was admitted to the emergency room (ER) and had a surgery. No further information could be obtained.